Event description:
A physician successfully deployed an xact stent into the left internal carotid artery. Post the carotid stenting, the patient's right hand grasp strength was diminished for approximately five minutes and the patient experienced slurred speech. This episode resolved. At twenty-four hours, the patient experienced trace right side weakness and facial sensitivity. This episode resolved in forty-one days. The patient was discharged home within one day of the stenting procedure.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.